Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on 12/08/2015 to report that a (B)(6) female patient had a rash. The patient's rash had open and draining wounds on the patient's sides. The patient's nurse placed a gauze pad on the patient's wound. The patient's physician ended use of the device for the patient due to the open wounds. The medical outcome of the open wounds is unknown.